Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 5th,13th, 14th, 15th, 16th, 27th, 28th, 29th, 30th, 31st, 32nd,33rd and 34th stent wraps with struts raised, stretched and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and severely calcified lesion, located in the proximal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in-vivo during positioning. The procedure was completed. The make and model of device used is unknown. It was informed that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.